Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 141056: 60 items manufactured and released on 17-apr-2014. Expiration date: 31-mar-2019. No anomalies found related to the problem to date, all items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery due to pain and stem loosening after 5 years from the primary surgery. The primary surgery was performed on (B)(6) 2014 and the issue was discovered during a clinical visit follow-up on the (B)(6) 2019.